Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not been returned, therefore, resmed is unable to confirm the alleged malfunction at this time. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device had an inoperable touchscreen. There was no patient harm or serious injury reported as a result of this incident.

Event description:
It was reported to resmed that an astral device had an inoperable touchscreen, displayed an internal battery degraded warning alarm and failed to complete its internal self-test. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported internal battery degraded warning alarm. The top case was replaced to address the inoperable touchscreen, the internal battery was replaced to address the internal battery degraded warning alarm, and the pneumatic block was replaced to address the failure to complete internal self-test. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported inoperable touchscreen was due to a hardware design limitation while the internal battery degraded warning alarm was due to the battery controller software and the failure to complete its internal self-test was due to an isolated component failure within the pneumatic block. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).